Manufacturer narrative:
Examination of the returned product confirmed the reported event. The investigation could not draw any conclusions about the root cause of the fracture, however heavy usage overtime and or user error / misuse could be contributing factors. CAPA (B)(4) was initiated to look into the potential redesign of the product as well. Based on the investigation findings, the need for additional corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During surgery the instrument broke, a piece was left in the patient. After an hour the piece was found and removed from the patient.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.